Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. O other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The concentric, de novo target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. Following pre-dilation with a 2x15 emerge¿ balloon catheter, a 2.25 x 38 synergy¿ drug-eluting stent was advanced but encountered significant resistance during insertion, thus the device was removed and a smaller 1.5x15 emerge¿ balloon catheter was then advanced for dilation. However, when the synergy¿ stent was ready to be advanced again, it was discovered that the middle portion of the stent was bent, and the device was removed. A 2.25 x 28 synergy¿ stent was then deployed and was post dilated with a 3.50 x 8 balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The concentric, de novo target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. Following pre-dilation with a 2x15 emerge¿ balloon catheter, a 2.25 x 38 synergy¿ drug-eluting stent was advanced but encountered significant resistance during insertion, thus the device was removed and a smaller 1.5x15 emerge¿ balloon catheter was then advanced for dilation. However, when the synergy¿ stent was ready to be advanced again, it was discovered that the middle portion of the stent was bent, and the device was removed. A 2.25 x 28 synergy¿ stent was then deployed and was post dilated with a 3.50 x 8 balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.